Event description:
Event description guidant received information that this ventricular lead exhibited a decrease in impedance measurments. During a revision procedure, the outer insulation had pulled up exposing the coil at the distal tip.